Manufacturer narrative:
H10: manufacturing review: manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint is caused by the manufacturing process. Investigation summary: although the sample was not returned for evaluation, one medical record was provided for review. The investigation is confirmed for the reported migration, fracture and material separation issue. According to the medical record review, approximately two years and seven months post port deployment, the patient presented with pain at port site. Subsequently, evaluation and potential replacement of the chest port was requested. Existed right chest port was evaluated under fluoroscopic control which demonstrated that the catheter was patent with free flow of contrast into the right ventricle and pulmonary artery. The incision was made over the existed right chest. Blunt dissection was carried out to remove the port. The existed port catheter was severed, and a guidewire was inserted through the catheter and into the inferior vena cava. When removing the catheter, over the wire a portion of the catheter was retained intravascularly and had migrated into the pulmonary artery. This was snared and successfully retrieved. Although a definitive root cause could not be determined, pinch off, flexural fatigue and/or improper placement technique could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2016). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. Approximately two years and 7 months later, it was alleged that the port catheter fractured and migrated to the patient's pulmonary artery. It was further reported that the patient underwent surgery to remove the fractured piece. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive for port catheter fracture with migration. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Medical device - expiry date: 06/2016.

Event description:
It was reported through the litigation process that an implantable port was implanted successfully. Approximately two years and 7 months later, it was alleged that the port catheter fractured and migrated to the patient's pulmonary artery. It was further reported that the patient underwent surgery to remove the fractured piece. The current status of the patient is unknown.